Event description:
--

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope. It was reported that this pace/sense lead exhibited myopotential oversensing which led to pacing inhibition and 6 seconds of asystole. The patient was pacemaker dependent as their underlying rhythm is complete heart block. The myopotentials were reproducible. The physician plans to perform a revision procedure in the near future. At this time, this product remains in-service.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information indicates that a revision procedure was performed that this product was removed from service. During the revision procedure no damage or insulation anomalies were visible. When the patient's cardiac resynchronization therapy defibrillator (crt-d) was removed from the pocket there was a deformation visible. The physician elected to leave the device implanted as he believed that the crt-d was not malfunctioning and replaced the patient's rv leads. No further complications were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. It was discovered that this product had lead on lead abrasion at 257-262 millimeters from the termial pin. The clinical observations reported were confirmed to be directly related to this finding.